Event description:
A report was received that stated the pump alarmed "error code 44510." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was received for eval. Review of the device history record confirmed error code: 44510. Therefore, the circuit board was replaced. Following the repair, the device passed all function and delivery testing.